Event description:
A patient reported that their dentist gave them a referral for an orthodontist due to bite concerns and teeth possible chipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.